Event description:
As reported by a medwatch, approximately 4 months post op the initial tsa, this male patient was revised due to the tray becoming loose from the humeral stem. Patient had a tendon transfer which required the use of a gunslinger during the initial surgery. While in pt, patient head a noise from the shoulder. The x-rays showed a mechanical failure of the humeral tray component. During the revision, the liner was deemed to be loose without and significant broken fragments. No obvious signs of failure were noted. It just appeared that the liner within the humeral tray components dislodged and the screw holding the tray to the humeral stem was loose. The 0mm liner and tray were replaced with a 2.5mm liner and a tray and a torque defining screw was used to secure the tray to the stem. The tray has not come apart since the revision surgery. No additional information.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of not fully seating the torque screw in the humeral stem at the time of implantation and/or cross-threading of the torque defining screw with the humeral stem during implantation, which caused the torque screw to back out and result in the reported disassociation of the humeral tray/humeral liner from the humeral stem. However, this cannot be confirmed as the devices were not available for evaluation and radiographs were unable to be obtained. Section h11: *the following sections have corrected information: (h6) component code: 568, screw.